Event description:
Boston scientific received information that during a return follow up at clinic, this cardiac resynchronization therapy defibrillator (crt-d) with this right atrial (ra) lead exhibited intermittent high pacing lead impedance of more than 2,000 ohms. The pacing impedance was at 460 ohms; however, the impedance measurement was occasionally out of range when commanded shock was delivered. Noise was also noted while the patient was on sitting position but was not reproducible with isometrics and pocket manipulation. In addition, the noise caused atrial tachy response (atr) events but without pacing inhibition. Boston scientific technical services (ts) discussed possible lead fracture and advised to perform chest x- ray. Additional troubleshooting was provided by ts. Attempts to obtain additional information were unsuccessful. No additional adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Approximately three years later it was reported that this crt-d and ra lead continued to exhibit high pacing impedance measurements greater than 2,000 ohms, low intrinsic amplitude sensing, undersensing and loss of capture (loc). A revision procedure was performed and the ra lead was surgically abandoned. The device was also explanted and replaced. It was reported that a fracture of the lead was seen under x-ray. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.